Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer states they have frequently been in the 40mg/dl range overnight. The customer states they are able to treat with fast acting carbs, and their levels are able to rise. No further information was provided.